Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (misaligned) issue. The reporter stated the letters and numbers displayed on the screen are "jumbled up." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction: the pump has been returned and evaluated by product analysis on (B)(4) 2014

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: a retained sample of the cartridge was investigated by product analysis (B)(4) 2014 with the following findings: during testing, the display screen was found to be dim and discolored with fading lettering. Evaluation revealed that here was evidence of missing pixels on the lettering.